Event description:
The consumer was using walker to go to the bathroom when the right rear back leg allegedly snapped off entirely, causing the consumer to fall and was sent to the ER. No serious injury alleged.